Manufacturer narrative:
Since mentor received two devices have the same lot number, it was not possible to determine which device correspond to each side, therefore, both products were analyzed. See manufacturer report number 1645337-2026-03780 for the contralateral device investigation. The analysis for one device is being included in this report. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned device revealed that the breast implant had an area of siltex cracking on the posterior view. Leak testing was performed, according with mentor procedure, and it revealed a tear within the siltex cracking, measuring approximately 0.3 cm. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. As part of mentor¿s quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
A 320cc mentor memorygel breast implant was received by the mentor analysis lab without a complaint in regard to the product quality or patient issues. As a result, the device was tested and determined to have a reportable failure mode.